Event description:
It was reported that there was low impedance on the right ventricular(rv) lead. The rv lead was capped and replaced. It was also reported that there oversensing, noise and low impedance on the atrial lead, the atrial lead was capped and replaced. It was also reported that there was low impedance on the left ventricular lead (lv). The lv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 24 ohm readings on atrial and right ventricular leads. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 24 ohm readings on atrial and right ventricular leads. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 24 ohm readings on atrial and right ventricular leads. (B)(4): visual inspection when received revealed no anomalies, and preliminary and functional testing found the device passed lab tests. Analysis of performance data confirmed right ventricular lead impedance reading of 24 ohms on (B)(6) 2010 and (B)(6) 2010. The atrial lead impedance measured 24 ohms on (B)(6) 2010. The exact cause of the anomalous lead impedance reading is under investigation. The investigator noted that the device was out of specification, but without testing the leads with a pacing analyzer or another device, no conclusion could be drawn regarding their performance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was low impedance on the right ventricular(rv) lead. The rv lead was capped and replaced. It was also reported that there oversensing, noise and low impedance on the atrial lead, the atrial lead was capped and replaced. It was also reported that there was low impedance on the left ventricular lead (lv). The lv lead remains in use. The impedance measurement on all leads was 24 ohms. The device was explanted and replaced. No patient complications were reported as a result of this event.